Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5. Updated to reflect initial allegation. Correction to d5: operator of device is olympus employee. Correction to e1: the reporter for this event is olympus. Correction to e2: health profession field selected as "no" correction to e3: occupation selected as non health care professional. Correction to g3: report source are foreign and company representative . Correction to h6: added additional component code for "nozzle"-3092. The device evaluation found yellow liquid in the auxiliary channel and yellow foreign material in the nozzle. It was suspected that there might have been a reprocessing issue at the user facility. Upon following up with the customer, the user facility stated that they had sent the subject device to olympus because they found dirt at the tip of the scope and noted that this was due to a hospital decontamination issue. Based on the investigation results, it is likely that there was an issue with insufficient cleaning and/or reprocessing; however, a definitive root cause could not be determined. The customer was informed of the precautions. The event can be [detected/prevented] by following the instructions for use (IFU) IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the jet tube of the colonovideoscope was clogged and the nozzle was dirty. There were no reports of patient involvement or injury.